Event description:
Related manufacturer report number: 2017865-2023-22078. It was reported that the patient received inappropriate shocks due to non-sustained right ventricular oversensing and lead noise. The patient was admitted into hospital, and it was noted that the right atrial (ra) and right ventricular (rv) leads were out of position. Therapy delivery was de-activated. Twiddlers was suspected. The ra and rv lead were explanted and replaced. The patient was stable before, during and after the procedure.